Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle shield of the bd insulin syringe with bd ultra-fine ii¿ needle was missing. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the needle shield of the bd insulin syringe with bd ultra-fine ii¿ needle was missing. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Additional information: medical device lot #: 7289923. Medical device expiration date: n/a. Device manufacture date: 12/8/2017. Investigation summary: customer returned ( 1 ) loose 1/2cc 12.7mm x 30g syringe with one open poly bag (lot #7289923). Consumer states needle shield and needle hub are missing on 1 syringe. The returned syringe was examined and the syringe exhibited the hub-needle/shield assembly to be missing. A review of the device history record was completed for batch# 8008790. All inspections and challenges were performed per the applicable operations qc specifications. A review of the device history record was completed for batch# 7289923. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe.